Event description:
Same case as MDR ID # 2134265-2012-07223. It was reported that during a percutaneous coronary intervention procedure, the imaging catheter became caught in a placed stent. The 80% stenosed target lesion was located in a calcified and moderately tortuous middle left anterior descending artery. Pre-dilation was performed three times with an unknown manufacturer's 2.0mm balloon catheter then a 2.5x16mm promus element stent was implanted at 12atm in the target lesion. In addition, a 3.0x20mm promus element stent was implanted in the proximal left anterior descending artery at 12atm. Post-interventional ultrasound (ivus) was performed with the atlantis sr pro imaging catheter, resistance was encountered during delivery. The atlantis sr pro imaging catheter became stuck with the 2.5x16mm promus element stent, the atlantis pro imaging catheter was withdrawn with force and stent damage to the 2.5x16mm promus element stent was noted. The atlantis pro imaging catheter was removed and a 2.25x16mm promus element stent was implanted where the stent damage occurred. The procedure was completed with this device. No further patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: no box or box label was returned with the complaint device. No tray or tray label was returned with the complaint device. The following were observed: a kink was observed in the sheath assembly at 8.5cm from femoral marker at distal side. The guidewire exit port was lifted 1.0mm. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. Imaging core wind up in the telescope assembly was observed during visual analysis. No other issues or defects were observed during product analysis of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user error. (B)(4).